Manufacturer narrative:
(B)(4).the device was received for analysis. The evaluation is anticipated and upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A sample was received for evaluation. Visual inspection was performed and the results showed the sample contained a damaged patient adapter. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. Integrity of seal surface test was performed with no leak noted. The sample passed all functional test performed. The sample analysis identified that the patient adapter was damaged; however, the reported connection issue was not duplicated during evaluation. The cause of the damage and connection issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the titanium adapter separated from the patient connector of the transfer set during use. The titanium adapter was still in use with no problems. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.